Event description:
Infutronix received a complaint from a healthcare professional, who reported "the tubing ended up malfunctioning, leaking the chemotherapy everywhere. We inspected the tubing and found that it was disconnected inside the cartridge that connects to the pump." Operator of device was a nurse. Medication being infused is unknown. No patient injury reported. The contract manufacturer of the affected device is podo xingda (tianjin) medical co. Ltd.

Manufacturer narrative:
Infutronix is waiting for the affected device to be returned.